Manufacturer narrative:
Film evaluation summary: the cause of the events reported during implant could not be determined from the limited pre-implant returned drawing. Images during implant were not provided and the reported events could not be assessed. In addition, the post-implant CT¿s were also not available. A single pre-implant 3d-CT reconstruction image from an unknown study date was returned. The film showed the blood flow lumen of the thoracic aorta and great vessels, from the aortic valve, across the arch, to the proximal portion of the descending thoracic. No implanted devices were observed on the returned image. The arch was gradually angulated and the descending thoracic was relatively straight. A lesion of unknown type (dissection, calcification, or aneurysm) was seen near the top of the arch just caudal to the lsa primarily along the inner curvature, and another smaller lesion was seen at the mid-ascending thoracic between the aortic valve and brachiocephalic. The thoracic diameter at the mid-ascending thoracic measured 36mm, at the brachiocephalic was 30mm in diameter, at the level of the lcca measured 26mm, and just caudal to the lsa and near the start of the lesion the thoracic diameter was ~27mm. The size of the lesion in the visible plane measured ~3 cm diameter x 3 cm length. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an aortic dissection of unknown size. It was reported that during the index procedure it was reported that when the vamf3636c150tj was inserted, another non mdt stent graft that had been implanted dislodged proximally after being pressed against the greater curvature of the arch. The valiant stent graft was removed and a 12 fr sheath was inserted. A non-medtronic balloon was used and the non-medtronic stent graft was lowered. The fenestration regions were fitted and the branch blood flow was secured. The valiant was re-inserted slowly and reached the target position and was deployed from the lcca. It was noted on angio that bca blood flow was preserved but the lcca blood flow decreased due to non-medtronic stent graft. As there had been dislodgement proximally, the devices were lowered with use of the balloon and it was confirmed on final angio that there was an ascending aorta dissection but no endoleak and branch flow was preserved. Emergency thoracotomy was performed and the non mdt stent graft was connected with the ascending aorta by artificial blood vessel. The treatment was successfully completed and the event was resolved. Per the physician, the cause of the event was possibly due to patient anatomy as the patient had weak blood vessels. It seemed likely that the cause was related to the vessel intima being torn by tension when the balloon was used to move the system after proximal dislodgement. No additional clinical sequelae were reported and the patient is fine.